Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "visual analysis of the photographs identified: red particles on the surface of the shell. Capsular contracture color red. Deformation. Additional, changed, and/or corrected data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side silicone rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d4, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side "scattered tiny signal abnormalities, and represent tiny disruptions in the silicone matrix, consistent with subtle intracapsular rupture; there is no apparent disruption of implant shell, or significant shell-capsule separation", "mastalgia", "capsular contracture grade unknown", "implant shell - intact with several folds and indurations", "trace of per-implant free fluid", "tiny cysts".

Event description:
Patient reported for right side "scattered tiny signal abnormalities, and represent tiny disruptions in the silicone matrix, consistent with subtle intracapsular rupture; there is no apparent disruption of implant shell, or significant shell-capsule separation", "mastalgia", "capsular contracture grade unknown", "implant shell - intact with several folds and indurations", "trace of per-implant free fluid", "tiny cysts". The device remains implanted.